Event description:
The pt was positioned head first in a supine position for an mr scan. An invivo sense shoulder coil was used with a philips mr 1.5t magnet system. After the mr scan was complete, a second degree burn (2 cm blister) was observed on the same shoulder where the coil was applied.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.